Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient went in to have a lead revision because it wasn't providing optimal relief. They were going to use the same battery, but when they attached the new lead, the setscrew would click but the lead would not sit properly. They tried to clean the lead and reseat it. There was also an impedance issue of low impedance or short, but the impedance values that were found were >4000.  If they tugged on the lead a little it was easily being pulled out all the way. A new system was placed.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mw1w implanted: (B)(6)2022 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.